Event description:
The customer reported that they received questionable results for one patient sample tested for creatinine jaffé gen.2 (creat) and ion selective electrode (ise) potassium. From the provided data, it was determined that there were erroneous results reported outside of the laboratory for ise sodium and ise chloride. The sample initially resulted as 150.5 mmol/l for ise sodium and 113.7 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 137.2 mmol/l accompanied by a data flag for ise sodium and 97.9 mmol/l accompanied by a data flag for ise chloride. The repeat results were believed to be correct. The patient was sent to the emergency room based on the initial creat and ise potassium results. A new sample was collected from the patient in the emergency room and results were found to be normal. The specific results were not provided. The patient was discharged without treatment. The patient was not adversely affected. The ise sodium electrode lot number was z07, with an expiration date of 12/31/2014. The ise chloride electrode lot number was r32, with an expiration date of 09/30/2015. The field service representative determined that the ise sipper nozzle tubing was pushed too far onto the probe. He adjusted the ise sipper nozzle tubing. He checked the cell rinse mechanism and no issues were found. Precision studies were performed for creat and the ise tests; all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Investigations have excluded the possibility that a single creat result could be influenced by the sipper nozzle tubing. It is possible that medications that the patient had taken prior to the incident could have influenced the first measurement results. The creat assay can show higher results if certain antibiotics are present in the sample.